Event description:
Reporter alleged her husband tested her with a result of 122 mg/dl after finding her incoherent. Reporter stated she briefly passed out, he contacted the emts, they arrived in 15-20 minutes, and obtained a 30 mg/dl result on their device. Reporter stated she was treated with an IV and advised to eat. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.